Event description:
It was reported that this right ventricular (rv) lead was explanted due to fracture. This lead was out of service and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.